Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call requesting help to set up a sensor. The customer's blood glucose reading was 41 mg/dl at the time of the call and later in the call her sensor glucose was 71 mg/dl and blood glucose was 53 mg/dl. Customer also indicated that she had been hospitalized. Troubleshooting found that the drive support cap was normal and basal rates and time programming were accurate. The customer was advised to follow up with her doctor regarding her low blood glucose.